Manufacturer narrative:
The investigation for the product damage (bond failure) has been completed. According to the clinical review, during impella cp insertion the wrong guidewire was used. An attempt was made to remove it from the pump unsuccessfully. The decision was then made to remove the pump and replace it with another impella cp device. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the delivery issues was use related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing st-segment elevation myocardial infarction was prepared for an impella cp device implant for mechanical circulatory support.  During the procedure, the incorrect guidewire was handed off for the impella cp pump implant and the guidewire became stuck, could not be removed. Both the impella cp pump and guidewire were removed entirely, and a new impella cp pump was successfully implanted. There was no report of harm as a result of this event.